Manufacturer narrative:
This report is submitted on july 18, 2016, by cochlear limited on behalf of cochlear americas. Registration number (B)(4), exemption number (B)(4). Implanted device remains.

Event description:
Per the clinic, the patient underwent a procedure to revise the skin flap under general anesthetic on (B)(6) 2016, due to skin overgrowth at the implant site. The implanted device remains.